Manufacturer narrative:
It was reported that the surgeon performed a femoral placement, and struggled with the guidewire during the procedure for an unspecified reason. The facility reported that the surgeon opened another kit and experienced the same issue with the guidewire. The reporter stated that two more attempts were made. The surgeon opened a single sterile guidewire from a different manufacturer and both of those guidewires that he tried reportedly failed as well. It was reported that the surgeon switched to a thicker guidewire and was successful with the placement with no further incident. The reported stated that one of the wires was "shredding on the way out," however, the initial issue that the surgeon was experiencing was not reported. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There was no medical intervention, or serious injury reported related to this event. Due to the reported nature of the incident and the need for repeated placement attempts, this medwatch is being filed. The sample has been returned for evaluation, however, the evaluation is still in process. No further information is available at the time of this report. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgeon performed a femoral placement, and struggled with the guidewire during the procedure for an unspecified reason. The guidewire was removed and another line was placed.